Event description:
It was reported that a minimum fill notification occurred while the customer was attempting to reload a cartridge that contained 120 units of insulin. There was no adverse impact to the customer's blood glucose level. Customer loaded a new cartridge to resolve the issue.